Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. Fse confirmed the sample probe leak. Fse replaced the valve to resolve the issue. (B)(4).

Event description:
A customer reported to beckman coulter (bec) customer technical support (cts) that their au5431 clinical chemistry analyzer leaked fluid from the sample probe. The leak was uncontained to the instrument. The customer was wearing proper protective equipment while operating the instrument. No erroneous results were generated. No exposure to the leak.